Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and menorrhagia ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 621874-not valid, 621674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), intestinal prolapse ("collapsed colon"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder disorder"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy/allergic or hypersensitivity reaction") and mental disorder ("psychological or psychiatric problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial) and ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, metrorrhagia, dysmenorrhoea, abdominal pain, rash and skin disorder had resolved and the intestinal prolapse, urinary tract disorder, bladder disorder, dyspareunia, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, nausea, allergy to metals and mental disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, intestinal prolapse, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2007(discrepancy noted in insertion date). She had received treatment for pain,bleeding. They forgot a sponge during removal, so they had to cut me open 3 times looking for it. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes/plaintiff did undergo confirmation test. Ultrasound scan vagina - on an unknown date: essure confirmation test-total bilateral occlusion; on an unknown date: total bilateral occlusion. Lot number:621674, manufacturing date:2006/10, expiration date:2008/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain/chronic/pain') and menorrhagia ('menorrhagia(heavy menstrual bleeding)/abnormal bleeding menorrhagia),') in a 26-year-old female patient who had essure (ess205) (batch no. 621874-not valid, 621674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), menstruation irregular ("irregular cycles/cycles every other week"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines/headaches"), nausea ("nausea") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2009, the patient experienced pruritus ("rashes or skin conditions: skin was itching") and allergy to metals ("nickel allergy/allergic or hypersensitivity reaction"), 1 year 11 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), intestinal prolapse ("collapsed colon"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder disorder") and hypersensitivity ("rashes or skin conditions: skin was itching, allergic reaction") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial) and ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, dyspareunia, menstruation irregular, intestinal prolapse, urinary tract disorder, bladder disorder, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, nausea, depression and hypersensitivity outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, genital haemorrhage, metrorrhagia, vaginal haemorrhage, pruritus and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, intestinal prolapse, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2007, (B)(6) 2007 and (B)(6) 2007. Discrepancy noted in date(s) of removal: (B)(6) 2012. She had received treatment for pain, bleeding. They forgot a sponge during removal, so they had to cut me open 3 times looking for it. Discrepancy noted in date(s) of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes/plaintiff did undergo confirmation test. Ultrasound scan vagina - on an unknown date: essure confirmation test-total bilateral occlusion; on an unknown date: total bilateral occlusion. Lot number:621674 manufacturing date:2006/10 expiration date:2008/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: pfs received. Updated event mental disorder to depression. Event onset date was updated. Reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), menorrhagia ('menorrhagia(heavy menstrual bleeding)'), genital haemorrhage ('general abnormal bleeding') and intestinal prolapse ('collapsed colon') in an adult female patient who had essure (ess205) (batch no. 621874-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intestinal prolapse (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), urinary tract disorder ("urinary urinary problems or changes"), bladder disorder ("bladder disorder"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy/allergic or hypersensitivity reaction") and mental disorder ("psychological or psychiatric problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and essure removed on unknown date/hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, metrorrhagia, dysmenorrhoea, abdominal pain, rash and skin disorder had resolved and the intestinal prolapse, urinary tract disorder, bladder disorder, dyspareunia, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, nausea, allergy to metals and mental disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, intestinal prolapse, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2007 and (B)(6) 2007 (discrepancy noted in insertion date) she had received treatment for pain,bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes/plaintiff did undergo confirmation test. Ultrasound scan vagina - on an unknown date: essure confirmation test-total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-dec-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), menorrhagia ('menorrhagia(heavy menstrual bleeding)'), genital haemorrhage ('general abnormal bleeding') and intestinal prolapse ('collapsed colon') in an adult female patient who had essure (ess205) (batch no. 621874) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intestinal prolapse (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder disorder"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy/allergic or hypersensitivity reaction") and mental disorder ("psychological or psychiatric problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and essure removed on unknown date/hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, metrorrhagia, dysmenorrhoea, abdominal pain, rash and skin disorder had resolved and the intestinal prolapse, urinary tract disorder, bladder disorder, dyspareunia, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, nausea, allergy to metals and mental disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, intestinal prolapse, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2007 (discrepancy noted in insertion date). She had received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes/plaintiff did undergo confirmation test. Ultrasound scan vagina - on an unknown date: essure confirmation test-total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received: new event "bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), fatigue,collapsed colon, hormonal changes, bladder infection, urinary tract infection, vaginal infection, migraines / headaches, nausea, nickel allergy, psychological or psychiatric problems were added and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain/chronic/pain') and menorrhagia ('menorrhagia(heavy menstrual bleeding)/abnormal bleeding menorrhagia),') in a 26-year-old female patient who had essure (ess205) (batch no. 621874-not valid, 621674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), menstruation irregular ("irregular cycles/cycles every other week"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines/headaches"), nausea ("nausea") and mental disorder ("psychological or psychiatric problems"). On (B)(6) 2009, the patient experienced pruritus ("rashes or skin conditions: skin was itching") and allergy to metals ("nickel allergy/allergic or hypersensitivity reaction"), 1 year 11 months after insertion of essure (ess205). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), intestinal prolapse ("collapsed colon"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder disorder") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial) and ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, dyspareunia, menstruation irregular, intestinal prolapse, urinary tract disorder, bladder disorder, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, nausea and mental disorder outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, genital haemorrhage, metrorrhagia, vaginal haemorrhage, pruritus and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, intestinal prolapse, menorrhagia, menstruation irregular, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2007. Discrepancy noted in date(s) of removal: (B)(6) 2012. She had received treatment for pain, bleeding. They forgot a sponge during removal, so they had to cut me open 3 times looking for it. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes/plaintiff did undergo confirmation test. Ultrasound scan vagina - on an unknown date: essure confirmation test-total bilateral occlusion; on an unknown date: total bilateral occlusion. Lot number:621674 manufacturing date:2006/10 expiration date:2008/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff information form received. Event "device dislocation¿ was added. Reporter was added. Fu 7 and 8 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and menorrhagia ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 621874-not valid, 621674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital hemorrhage ("general abnormal bleeding"), intestinal prolapse ("collapsed colon"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), urinary tract disorder ("urinary urinary problems or changes"), bladder disorder ("bladder disorder"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy/allergic or hypersensitivity reaction") and mental disorder ("psychological or psychiatric problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial) and ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital hemorrhage, metrorrhagia, dysmenorrhoea, abdominal pain, rash and skin disorder had resolved and the intestinal prolapse, urinary tract disorder, bladder disorder, dyspareunia, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, nausea, allergy to metals and mental disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, hormone level abnormal, intestinal prolapse, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2007 (discrepancy noted in insertion date). She had received treatment for pain,bleeding. They forgot a sponge during removal,so they had to cut me open 3 times looking for it. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes/plaintiff did undergo confirmation test. Ultrasound scan vagina - on an unknown date: essure confirmation test-total bilateral occlusion; on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received. Lot no. Were added. Lab data were added. Seriousness criteria removed for collapsed colon and genital bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), rash ("rash") and skin disorder ("skin condition"). The patient was treated with surgery (essure removed on unknown date). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, metrorrhagia, menorrhagia, rash and skin disorder had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, rash and skin disorder to be related to essure (ess205). The reporter commented: (B)(6) 2007 (discrepancy noted in insertion date) she had received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: yes/plaintiff did undergo confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received:case became incident. Event injury nos has been updated and events 'dysmenorrhea, pelvic pain,abdominal pain,metorhagia,menorrhagia, general abnormal bleeding, rash, skin condition' were added. Patient date of birth added. Outcome of events pain,allergy,bleeding added as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.